Manufacturer narrative:
The il investigation determined that the instrument reported appropriately as "failed" for the results out of the low end of linearity (less than 10%). However, in our review, we determined that an il technical support specialist incorrectly interpreted the "failed" results with the customer as less than 10%, resulting in the pt receiving antithrombin. The effect of antithrombin on the pt was discussed with a medical consultant who noted that antithrombin (at) deficiency is the most likely to cause clot formation. When dealing with a transplant pt whose antithrombin value was reported as extremely low, there may have been concern for potential clot formation in the renal vein of the transplanted kidney, prompting the administration of antithrombin. Administration of antithrombin to a pt receiving heparin should increase the effectiveness of heparin. Most problems from the administration of at concentrate, if they were to occur, would be observed shortly after the at administration (within 1-2 days) and the potential for new problems from at administration would decrease as the time from administration increased. For this reason the safety severity of this event is considered as temporary/reversible. Further, in discussion with the customer, they acknowledge that internal protocol was not followed to consult with hematology before administering the antithrombin to the pt. The customer and il tech support group have been notified of this issue and appropriate corrective action is being initiated.

Event description:
Customer reported that a sample was sent to the lab for an antithrombin assay which was performed on an acl top cts instrument with the hemosil liquid antithrombin reagent. The sample was tested and failed. A report of less than 10% was issued by the lab (10% is the low end of linearity for this assay on the top, as claimed in the product insert sheet). Based on this reported value, antithrombin was administered to the pt. Concurrent with this testing, pt, aptt, and fibrinogen were also tested. The pt was normal, aptt elevated, and the fibrinogen was slightly above the normal range. The testing was performed on the weekend. When reviewed by the supervisor on monday (B)(6) 2015, the reporting error was discovered. Multiple samples were tested over the next three hours either failed (straight) or resulted greater than 150% (when tested on 1:3 dilution). Note: pediatric kidney transplant pt ((B)(6)) was on heparin (approximately 3 u) and was within a therapeutic range. The child had a history of normal at iii levels the week prior to this occurrence. Further per the customer, the pt is positive for adenovirus with a titre of greater than 900,000 which is critical with a low expectation for survival.